Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was visually inspected revealing no anomalies. At a next step the pacemaker was interrogated and the pacemaker¿s memory content was analyzed indicating no anomalies. The battery status was ok. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device was found to be fully functional, with no deviations from technical specifications and no indication of any material or manufacturing defects.

Event description:
Device was explanted due to inappropriate pacing. Should additional information be received, this file will be updated.

Event description:
Device was explanted due to inappropriate pacing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.